Event description:
Nearly choked...resulted in him choking [choking sensation] [oral-b power oral care refills] faulty product that fell apart...head came off in mouth [device breakage]. Case narrative: consumer's parent reported via e-mail that their son nearly choked on a faulty product that fell apart, and the re-fill head came off in his mouth. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.